Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the scope communication error (e216) and a black screen was the device leaked while the user was handling the device, and water invaded. Due to the invasion, abnormality of electronic parts occurred. The event can be detected/prevented by following the instructions for use which state: ¿- do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. - inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was able to be confirmed. During the device evaluation, it was observed that there was leaking from the biopsy channel and from the scope connector case which caused corrosion in the plug unit. As a result, scope communication error e216 was present with a static image. These findings were due to wrong user handling or mishandling of the scope. Upon further inspection, it was observed, that the plastic distal end cover was damaged. It was also observed, that the glue of the bending section cover was separated. It was observed, that the bending tube was shorten. It was also observed, that the connecting tube grip unit and the universal cord were scratched. Lastly, it was observed, that the angulation was less than the specified value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had leaking, scope communication error (e216) and a black screen. The reported issues occurred during preparation of use for an unknown procedure. There was no patient/user harm or injury reported due to the event.